Event description:
R.n. Inserted rsv influenza swab into nostril of infant. Tip of applicator noted missing after removing from infant nostril. Defective. Noted tip inside packaging. Patient exhibited small amount of bleeding from right nostril.